Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with the battery door missing. Event log history was performed and showed that there were seven no disposable alarms recorded, and multiple power down and key stuck alarms recorded near the end of the log. During analysis, the customer's reported problem regarding "no cassette detected" was unable to be duplicated although the event log verifies that the event occurred (7 no disposable alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette the pump did alarm for "no disposable attached". The upstream occlusion (uso) will be recalibrated and dso will be replaced as a preventive maintenance (pm). Pump inspection broke lcd ribbon cable. Service will replace lcd. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a downstream occlusion (dso) alarm when preventive maintenance was being performed on the pump. No patient was involved in this event and no adverse effects were reported.